Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years and 6 months post implant of this 27mm hancock ii valve, it was explanted and replaced with a 25mm mosaic valve. The reason for the replacement was reported as aortic insufficiency (ai) and acute bacterial endocarditis which resulted in hospilization and treatment with antibiotics. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 8 years and 6 months post implant of this 27mm hancock ii valve, it was explanted and replaced with a 25mm mosaic valve. The reason for the replacement was reported as aortic root abscess and significant aortic insufficiency (ai) due to acute bacterial endocarditis. Antibiotics were administered. It was further reported that vegetation was present on the valve. The organism cultured was strep. Anginosis. The patient had a colonoscopy procedure 1 month prior to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. Corrected data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.